Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The pt presented to the ER with severe chest pain and was transferred to another facility for a cardiac catheterization. A 99% stenosed lesion was located in the proximal first diagonal artery (dx1) and was predilated with a 2.0x15mm maverick balloon inflated to 6 atm's for 20 seconds. Next a 2.5x16mm taxus express2 drug eluting stent was deployed at 16 atm's for 20 seconds. The stent balloon was reinflated to 16 atm's for 10 seconds to post dilate the stent resulting in 0% residual stenosis. Good angiographic results were achieved. No complications occurred. The pt has arrived on integrilin and received angiomax during the procedure. Both medications were discontinued at the end of the procedure. The pt was discharged the following day on plavix and aspirin. A cardiac cath was performed in april 2005 due to chest pain. Angiography revealed moderate diffuse plaquing but no in-stent restenosis or other explanation for his symptoms. In 2005, the pt presented with chest pain which had started earlier in the week. It was noted that ever since the stent implant, the pt has continued to have chest pain. The pt was admitted but signed out against medical advice. His wife persuaded the pt to return, which he did, and a cardiac cath was ordered which showed an 80% stenosis in the dx at the proximal edge of the previously placed stent. The taxus express2 stent itself was patent. The lesion was treated with a 2.5x13mm non-bsc drug eluting stent overlapping into the previously deployed taxus express2 stent. Plavix was added to the pt's medication regimen and the pt was discharged the next day. In 2006, a cardiac cath was performed which showed no restenosis in the dx1. Approx three months later, the pt presented with chest pain. He had previously been started on a proton pump inhibitor which he took for a time and did relieve symptoms, but was no longer taking it and the symptoms had returned. Cardiac enzymes were unremarkable. Symptoms were relieved with a gi cocktail and the pt was instructed to resume the proton pump inhibitor. The following month, the pt presented again with chest pain. The pt had discontinued medications due to financial concerns. A cardiac cath was done for an acute mi which found no restenosis or thrombosis. The physician felt that the acute mi was possibly embolic in origin and therefore ordered a transthoracic echocardiogram which was normal. In 2007, the pt presented to the ER with gradual onset of moderate to severe continuous right sternal chest pain radiating to the left arm. The pt received IV fluids, aspirin, ntg, IV lopressor and morphine which nearly resolved the pain completely. Cardiac enzymes were normal and the pt was discharged. Two days later, the pt had a follow-up appointment at a pulmonary clinic. A bronchoscopy and CT scan were normal. The pt was referred for a transesophageal echocardiogram to assess for a patent foramen ovale or other intracardiac shunt. The echo was normal. The pt presented again with substernal chest pain in 2006. Cbc, bmp and cardiac enzymes were all normal. The pt was admitted and within an hour of being admitted the pt refused to stay and signed out against medical advice. In 2007, while at work, the pt began to experience 10/10 chest pain. Pain was decreased to 1/10 with administration of ntg, oxygen and aspirin. The pt had not been compliant with cardiac medications due to financial reasons. The pt was admitted to be monitored on a telemetry unit. The pt signed out once again as he said he could not afford to stay. Four days later, a cardiac cath was performed for chest pain with elevated troponin levels. There was no restenosis in the left anterior descending artery system. The clinical impression was a false positive elevation of troponin without evident mia or severe coronary artery disease. The pt was to be managed medically. About 4 weeks later, the pt presented to the ER again with acute severe chest pain, EKG abnormalities and shortness of breath. The pt had not been taking plavix for the last couple of months. A cardiac cath found a 100% proximal thrombus with total occlusion of the main diagonal branch. A guidewire was passed across the thrombotic occlusion without difficulty and a 2.5x12mm maverick balloon was inflated to 15 atm's resulting in 0% residual stenosis and timi 3 flow. The result was excellent therefore stent placement was not performed. Lifelong aspirin and plavix were recommended. About six weeks later, the pt presented with chest pain. An EKG showed depression in the inferior leads. A cardiac cath was ordered for an acute mi. The dx was 100% occluded with some collateral flow distally. Angioplasty was performed with a 2.0x12mm non-bsc balloon, restoring patency. Ivus was performed which showed 20-30% residual stenosis. Further angioplasty was performed with a 3.5x12mm non-bsc balloon. Ivus was repeated which showed a 30% residual stenosis. Ivus was performed which showed a mismatch of size to stent. The initial stent was approx 2.5mm in diameter. Following angioplasty, it was 3.5-3.8 mm in diameter with timi 3 flow. There was akinesis of the anterolateral wall. The pt was discharged two days later on plavix indefinitely and aspirin. No further complications have been reported.

Manufacturer narrative:
The complaint device was not returned for analysis. A review of the mfg records was not possible because the batch number is unk. The most probable root cause is considered anticipated procedural complication as stent thrombosis and angina are known physiological effects of the procedure and are noted within the directions for use.